Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the anchorage plate was removed. The surgeon believes there may be an issue with the locking mechanism.